Event description:
It was reported to boston scientific corporation that an optiflex nitinol stone retrieval basket was used in a ureteroscopy procedure performed on (B)(6), 2010 (patient age and weight are unknown). According to the complainant, the retrieval basket "broke at the ureteral orifice when pulling a stone out." The physician removed the retrieval basket "leaving no pieces in the patient." The stone was removed with a zero tip nitinol stone retrieval basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be 'fine.'

Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.